Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device could not be powered on. The investigation was inconclusive due to the extensive pcba damage and the multiple tracks and components affected. The severe damage to the pcba would be consistent with thermal damage, however due to the destructive nature of the failure, a root cause could not be conclusively determined. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their device was not powering on. Failure to power on device may prevent or delay defibrillation, which may result in adverse consequences. There was no patient involvement reported with this event.

Event description:
Status indictor is not illuminated. There was no patient involved in this event.